Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. The customer reports that the needle detached from the hub after drawing up insulin.

Manufacturer narrative:
Submit date: 01/29/2009. An investigation is currently underway. Upon completion, the results will be forwarded.